Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer troubleshoot over the phone. The customer advised customer to inspect mixers, for damage and replace as needed. The customer replaced the reagent mixer paddle to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false low patient results and random bn (blank mean dev) and rn (rxn mean dev) error messages for suppressed (non-numerical value) results for total bilirubin (tbil) and triglyceride (tg). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.